Event description:
Elective synchronized cardioversion performed at 300 joules. During cardioversion loud noise, and burnt flesh odor. Noticed after shock, posterior lead wire was disengaged. Quarter size burn on left lateral scapular area of pt.